Event description:
It was reported that the patients seizures have worsened. The patient had not been seen in two years. The patient was seen in clinic and the battery was found to be at 11-25%. The patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Most of the seizures were observed to be nocturnal. Settings were noted to be adjusted accordingly. Per the physician, the worsening seizures were due to medication compliance and the patient not returning to the clinic. The physician did not attribute the worsening seizures to vns therapy. No additional relevant information has been received to date.